Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported via facility medwatch (mw5102165) that a 16 contact linear lead from boston scientific gets fractured and the patient was experiencing loss of stimulation due to high impedances in the span of zero to three years after implantation which will require surgical intervention. No further information has been obtained despite good faith efforts.